Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 34-year-old female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis, endometriosis of uterus, gerd, asthma, gastroparesis, human papilloma virus infection, hiatal hernia, barrett's esophagus, epigastric pain, adenomyosis, uterine leiomyoma, endocervical squamous metaplasia and uterine enlargement. Family history included breast cancer. Concomitant products included alprazolam, aluminium hydroxide;magnesium hydroxide;simeticone (mylanta 11), amlodipine, ibuprofen, omeprazole magnesium (prilosec), oral contraceptive nos, salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. In february 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury /psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches") and anxiety ("psych injury /psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), rheumatoid arthritis (seriousness criterion medically significant), endometriosis ("endometriosis"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), night sweats ("hormonal changes-night sweats,"), headache ("headaches"), visual impairment ("vision problems"), fibromyalgia ("fibromyalgia,") and ovulation pain ("mittelschmerz") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (davinci tlh bl salpingectomies). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, fatigue, weight decreased, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, heavy menstrual bleeding, allergy to metals, dermatitis allergic, hypersensitivity, rheumatoid arthritis, endometriosis, gastrointestinal disorder, tooth disorder, night sweats, headache, visual impairment, weight increased, vaginal haemorrhage, bacterial vaginosis, migraine, anxiety, fibromyalgia and ovulation pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, migraine, night sweats, ovulation pain, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for bladder/urinary prob, other injuries/sympt : yes discrepancy noted in insertion date- (B)(6) 2014, (B)(6) 2013,(B)(6) 2013 the plantiff states that she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, allergy to metals, dermatitis allergic, hypersensitivity, endometriosis, rheumatoid arthritis, psychological trauma, vaginal infection discrepancy noted in hysterosalpingogram (hsg) (B)(6) 2014 & (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: device was successfully occluded. Bilateral occlusion; on (B)(6) 2014: result: total bilateral occlusion. As per mr: fl hysterosalpingogram (hsg): hysterosalpingogram status post essure placement.. Imaging procedure - in (B)(6) 2013: essure confirmation test(s) conducted (unspecified), but no results were provided.. Lot number: b40016 manufacturing date: 2013-05 expiration date: 2016-05-31. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, endometriosis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain/pain') and rheumatoid arthritis ('rheumatoid arthritis') in a (B)(6) female patient who had essure (batch no. B40016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included rheumatoid arthritis, endometriosis of uterus, gerd, asthma, gastroparesis, human papilloma virus infection, hiatal hernia, barrett's esophagus, epigastric pain, adenomyosis, uterine leiomyoma, endocervical squamous metaplasia and uterine enlargement. Family history included breast cancer. Concomitant products included alprazolam, aluminium hydroxide;magnesium hydroxide;simeticone (mylanta 11), amlodipine, ibuprofen, omeprazole magnesium (prilosec), oral contraceptive nos, salbutamol (albuterol) and tramadol. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury /psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), migraine ("migraines / headaches") and anxiety ("psych injury /psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), back pain ("back pain"), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), rheumatoid arthritis (seriousness criterion medically significant), endometriosis ("endometriosis"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), night sweats ("hormonal changes-night sweats,"), headache ("headaches"), visual impairment ("vision problems"), fibromyalgia ("fibromyalgia,") and ovulation pain ("mittelschmerz") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (davinci tlh bl salpingectomies). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, depression, vaginal infection, fatigue, weight decreased, dysmenorrhoea, dyspareunia, female sexual dysfunction, back pain, menorrhagia, allergy to metals, dermatitis allergic, hypersensitivity, rheumatoid arthritis, endometriosis, gastrointestinal disorder, tooth disorder, night sweats, headache, visual impairment, weight increased, vaginal haemorrhage, bacterial vaginosis, migraine, anxiety, fibromyalgia and ovulation pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, night sweats, ovulation pain, pelvic pain, rheumatoid arthritis, tooth disorder, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: received treatment for psych injury : no, received treatment for bladder/urinary prob, other injuries/sympt : yes discrepancy noted in insertion date- (B)(6) 2014, (B)(6) 2013,(B)(6) 2013. The plantiff states that she received treatment for dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, back pain, menorrhagia, genital haemorrhage, allergy to metals, dermatitis allergic, hypersensitivity, endometriosis, rheumatoid arthritis, psychological trauma, vaginal infection discrepancy noted in hysterosalpingogram (hsg) (B)(6) 2014 & (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: device was successfully occluded. Bilateral occlusion; on (B)(6)2014: result: total bilateral occlusion. As per mr: fl hysterosalpingogram (hsg): hysterosalpingogram status post essure placement.. Imaging procedure - in (B)(6) 2013: essure confirmation test(s) conducted (unspecified), but no results were provided.. Lot number: b40016 manufacturing date: 2013-05 expiration date: 2016-05-31 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhea, endometriosis quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: this case become serious incident. Mr received. Reporter information, medical history, removal details (date explanted), auto narrative supplement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.